Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported, via company representative, right side "replacement for capsular contracture", baker grade unknown. This record relates to the 2nd replacement device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b.

Event description:
Healthcare professional reported via company representative, right side "replacement for capsular contracture", baker grade unknown. This record relates to the 2nd replacement device. Device has been explanted and replaced.